Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of set pump segment leaking was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment, measuring 0.0942mm long. Visual examination under magnification observed a crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the rn walked into the patient's room she noticed the infusion of lr at 20ml/h was leaking on the floor. Upon further investigation the rn noticed the leak was coming from a separation between the blue fitment and the pumping segment of the tubing. There was no patient harm.